Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019.

Event description:
The customer reported that the device flow is off. There was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 04dec2019. Date of report: 05dec2019. Attempts were made to contact the customer to obtain information regarding the device's evaluation and repair. The customer did not respond to these attempts to obtain information. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.